Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the ampulla and duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the needle of the rx needle knife xl broke off. The physician attempted to retrieve the detached needle using a rat tooth grasper but was unsuccessful. The physician expected that the un-retrieved piece would pass. The procedure was completed using another of the same rx needle knife xl. The patient was sent for x-rays and there was no sign of the broken needle. There were no patient complications reported as a result of this event. The patient's condition was doing well at the conclusion of the procedure.